Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested from reporter on 03/03/2010 and 03/18/2010. Reporter informed on 03/18 that they attempted to contact patient twice. No information provided. (B) (4) (B) (4).

Event description:
Adverse event(s): "loss of vision" (vision, loss of); "spread to her brain". Product problem(s): "none reported" (no information). An optical shop healthcare professional reported a patient stated that she experienced "loss of vision" and that "it has spread to her brain." The reporter stated he believes the patient has an appointment with an ophthalmologist. Additional information has been requested.